Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, while gastric stapling, the stapler locked and did not fire on the second and fifth reload. The reload was changed to complete the case and resolve the issue. There was no patient injury.